Event description:
The facility state that the surgeon implanted a aa4203tl toric silicone lens. The lens trailing haptic tore upon insertion into the eye. The incison was enlarged to remove the lens and required a suture to close the wound. The injector model that was used was a msi-p and the cartridge mode that was used a mtc60c fp. The facility was unable to provide the injector and cartridge numbers.